Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Manufacturing date was unavailable at the time of filing. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the patient¿s images were loading inverted. The scannermask settings were checked and they had already been altered. The settings were changed back to the original settings and the images were reloaded with no resolution. The manufacturer representative used standard and unstructured. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: part number and associated field updated to proper value. Additional information: manufacture date provided.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.